Manufacturer narrative:
(B)(4). Batch # unk maude report number: mw5082116. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Did the device lock-out (no staples deployed and no cut line started)? Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Or, did the device fully fire and stop during the automatic knife return? How was the device removed from the lung tissue? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Did the jaws eventually open?

Event description:
It was reported that during an unknown procedure: ¿echelon failed during operation of the product. Unable to open jaws while attached to patients lung.¿ it is not known how the procedure was completed. There were no additional adverse patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). It has been determined that this is a duplicate submission and has been previously submitted on report # 3005075853-2019-15509.

Manufacturer narrative:
Product complaint (B)(4). Batch # r5a456. Investigation summary: the analysis results found that one ec45a device was returned with the anvil bent upwards and with a gst45t reload loaded on the device. The reload was received partially fired 2/3. Furthermore the anvil knife slot and the knife were noted to be damaged. No functional test was performed due the condition. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.